Event description:
The customer reported that there was an intermittent generator error. The system shuts down when this occurs. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was replaced during the service call. The system was tested and found to be working as intended and put back into service.